Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error and was unable to clear the alarm. Customer did not press the button for three minutes or longer. Customer was advised to discontinue use and has reverted to back up. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.